Event description:
Caller reported a cgm error 42, which related to their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete instructions for a pump reset and guided the caller through the process, after which the pump did not display the cgm error again. The caller successfully started their sensor session.